Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and analysis revealed no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4193 implantable pacing lead 2004 (B)(6); 5076 implantable pacing lead 2004 (B)(6); 5076 implantable pacing lead 2007 (B)(6). (B)(4).

Event description:
It was reported that the impedance on the right ventricular (rv) lead decreased and was now low. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.